Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "removed a tissue expander that appeared to have several punctures in it", "could visibly see the saline coming out of several placed". This record is for unknown side. Device was explanted.